Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the tissue temperature was measured after ablation, it was initially displayed as around 80 degrees, but the temperature immediately decreased to around 30 degrees. The same event occurred when ablation was performed on other sites using the same needle. Although the possibility of temperature reduction due to heat sink was not zero. After that, when the generator's behavior was checked using a simple checker, it was found that there were no particular problems with the connector's poor contact or output. There was no patient injury.